Event description:
It was reported the device will not power up. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the ring cover was broken, the lead flex cover was contaminated, the keyboard pad was contaminated, the board connector cables were damaged. Further analysis was performed on the main pcb. This analysis confirmed the failures seen during servicing and repair of the device. The failure was caused by a defective transistor component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.